Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 16) occurred with multiple cartridges. Blood glucose was 120 mg/dl. Reportedly customer will rely on an old tandem pump for insulin therapy.